Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user started ilet therapy and missed a meal announcement, after which blood glucose rose to 340 mg/dl and later began to decline while the ilet adjusted automatically; no alerts or alarms were reported, and no back-up therapy, ketone testing, steroids, professional intervention, or assistance were used. Symptoms included hyperglycemia without associated acute symptoms. Outcomes included no medical intervention, no hospitalization, and no functional impairment reported. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed hyperglycemia with unclear cause, without evidence of device malfunction or component failure, and no alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.